Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptics of the model zcb00 intraocular lens (iol) were sticking together and at the optic. Sometimes they even tilt inside the capsular bag as they can not get a hold. The lens was successfully implanted and no patient injury was reported.

Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.